Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and was subsequently hospitalized. Reportedly, the cause was customer's supplies were delayed. Tandem technical support made multiple follow up attempts, however, no response received.